Event description:
It was reported that during a routine follow-up the atrial lead exhibited multiple inappropriate auto mode switches due to over-sensing. The noise was reproducible with isometric exercise. The lead remained implanted. The patient was unaware of any issues and their condition was stable.